Manufacturer narrative:
Additional information: b3, b5, h6, h10 h10: MDR report key (B)(4)/ MDR text key (B)(4). All information reasonably known as of 16 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information was received on 20may2025 from medwatch/ FDA user facility report mw report (B)(4). "The patient was in burn operating room and procedure was finished. Prior to the patient returning to room on burn unit, the rn was asked to come insert the cortrak feeding tube with the cortrak machine. During the insertion process, the nurse utilized the "floppy tip" technique to try to help it advance. She pulled the stylet back partially, then when she advanced the stylet, it perforated through the side of the cortrak tube. The kub and chest x-ray showed the tube was coiled in the esophagus. There was no pneumothorax or esophageal perforation seen on x-ray images. The patient had bloody secretions and coughing over night but it resolved by the next day."

Event description:
It was reported, ¿we had an incident in which the cortrak tube stylet perforated through the tube. No harm to the patient except they had some bloody secretions. Nurse was using floppy tip technique and when she went to advance the stylet it poked through the tube. Did not meet resistance. The tube was coiled in the mouth so it was removed. Chest x-ray was okay, no pneumo. I think it maybe was in the esophagus and never made it to the stomach is what it sounds like.¿ per additional information received on 31jul2024, floppy tip technique is ¿a technique to advance the tube that makes the end of the tube less stiff. The clinician unseats the stylet, pulls back the stylet about an inch, advances the tube, then reseats the stylet.¿ no medical interventions were required.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 21 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.